Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends and retracts within specification.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead it took several turns before the helix would ex tend on the first attempt. The lead then dislodged. On the second attempt to extend the helix, the helix would not extend at all. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.